Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product involved with this complaint to perform failure analysis. The instrument was analyzed and found to have a broken grip cable at the distal end. The provided image is consistent with the allegation of a broken cable.

Event description:
It was reported that during a da vinci-assisted total hysterectomy surgical procedure, the customer observed a broken cable when removing the monopolar curved scissors (mcs) tip cover accessory from the mcs instrument. The procedure was completed as planned with no reported injury.